Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode due to system resets. It was confirmed that brady therapy remained available. The system resets caused the device to enter safety mode. Engineers determined this device was demonstrating behavior consistent with a high internal cell impedance within the battery. The high internal impedance resulted in the system resets due to temporary high-power consumption and subsequent reversion to safety mode operation. Boston scientific has issued a field safety notice regarding ingenio extended life (el) and cardiac resynchronization therapy pacemaker (crt-p) devices that may exhibit this behavior. This particular device is included in the high impedance in ingenio extended life (el) pacemaker and crt-p advisory population.

Event description:
It was reported that the patient with this pacemaker presented to the hospital after a syncopal episode. Upon interrogation the device was observed to be in safety mode. Afterwards, the patient had multiple syncopal episodes due to noise/myopotential oversensing resulting in asystole as the device was in unipolar lead configuration. Subsequently, the patient underwent a revision procedure, and this device was explanted and replaced without incident. Besides intervention, there were no other adverse patient effects reported. This device was returned, and analysis was completed. This report is updated with the product investigation results.

Event description:
It was reported that the patient with this pacemaker presented to the hospital after a syncopal episode. Upon interrogation the device was observed to be in safety mode. Afterwards, the patient had multiple syncopal episodes due to noise/myopotential oversensing resulting in asystole as the device was in unipolar lead configuration. Subsequently, the patient underwent a revision procedure, and this device was explanted and replaced without incident. Besides intervention, there were no other adverse patient effects reported. Device return is expected. It was noted that 100 working days will be needed for the return.